Event description:
Customer's blood glucose level at the time 479mg/dl. It was reported that the customer received a manual injection of insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.